Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. The customer went to the emergency room (ER) with a blood glucose (bg) level of 480 mg/dl and trace ketones. The customer was treated with an insulin shot. Customer was discharged later that day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.